Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed, but it did not cause pacing inhibition. The noise was reproducible with isometrics. The rv lead was explanted and replaced. An x-ray was performed which did not reveal any abnormalities. No additional adverse patient effects were reported.